Event description:
It was reported via repair work order that the foot end casters were broken on the stem and fell off when the bed was placed on a lift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.